Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient presented to the emergency room at (B)(6) hospital on (B)(6) 2026, with hyperglycemia and the presence of ketones. The patient's blood glucose level reached 35 mmol/l (630 mg/dl) while wearing the pod between 37 and 48 hours. It was further reported that the pod was not adhering well to the abdomen infusion site, resulting in cannula dislodgement. Reported symptoms included extreme thirst and aggressive behavior. The patient was treated with 4 units of statin insulin, underwent blood testing, and had a new pod applied. The patient was released approximately 3 hours later on the same day. The pod was removed at the hospital.